Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
During a pacemaker exchange, the surgeon was using the plasmablade device with a hemostat and reported arcing from the hemostat to the plasmablade causing a flame at the device tip. The flame was extinguished almost immediately and there was no adverse effect to the patient or staff.